Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. Reportedly, the pump had shut down due to normal battery depletion, resulting in insulin suspension and the subsequent high bg. Customer did not take any corrective action to address high bg other than contacting tandem technical support.

Manufacturer narrative:
Per the tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.